Event description:
A twin-pass dual access catheter was used during a patient procedure. During the procedure, leaking fluid was observed near the twin-pass hub. The physician aspirated the twin-pass and air was observed in the syringe. The twin-pass catheter was removed and no patient impact was reported.